Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. See h.10.

Event description:
It was reported that the intima-ii y 18gax1.16in prn ec slm npvc needle core leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "the patient underwent CT enhanced scan, and the vein indwelling needle and tail needle core leaked fluid, so the CT enhanced scan could not be performed normally. The contrast agent could not enter the vein, but all leakage occurred. After replacing the indwelling needle, the contrast agent was added to complete the examination."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the intima-ii y 18gax1.16in prn ec slm npvc needle core leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient underwent CT enhanced scan, and the vein indwelling needle and tail needle core leaked fluid, so the CT enhanced scan could not be performed normally. The contrast agent could not enter the vein, but all leakage occurred. After replacing the indwelling needle, the contrast agent was added to complete the examination."